Event description:
The hosp reported that the holding clamp for the screwdriver blade is difficult to move. No adverse consequence to the pt or surgical delay was reported.

Manufacturer narrative:
Summary of eval: eval results indicate that this event would not be associated with the device but rather would be related to user technique.